Event description:
A physician reports essure was easily inserted and cervical dilation, sounding and conscious sedation para cervical were performed during insertion. The confirmation of essure placement was performed only visually. Condoms were used as back-up contraception and before total occlusion confirmation. A hysterosalpingogram showed obstructed right fallopian tube and patent left fallopian tube, essure was adjacent to left tube. The pt suffered from pelvic pain. The perforation did not occur during sounding, cervical dilation, hysteroscopy, before deployments or with coil after deployment. On (B)(6) 2013, the pt had left essure removed via laparoscopic left salpingectomy. It was medically necessary. After surgery the events were resolved and pt recovered well.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.